Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent posterior colporrhaphy with vaginal extraperitoneal colpopexy and placement of grafts for pelvic support x 1 on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, enterocele, uterovaginal prolapse, and weakened rectovaginal fascia. It was reported that patient underwent hysterectomy and sacral colpopexy on (B)(6) 2012. It was reported the patient underwent exploratory laparotomy, lysis of adhesions, and bilateral salpingo-oophorectomy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.